Event description:
Clinical report states the patient had a stem, head and liner revision for stem loosening 1.0 year after a stem and head revision for a broken 13.5 mm diameter 8 inch long solution stem that had been in vivo for 2.0 years. The patient had their first revision at the anderson clinic 3.0 years prior to the current event, consisting of a complete revision for a broken stem and malpositioned cup that had been implanted at an outside institution. During the current revision, a distal spiral fracture of the femur occurred during reaming that was treated with intra-operative strut grafting and dall-miles cables along with 10% post-operative weight-bearing for 6 weeks.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a lot specific complaint database search was not possible as the lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.